Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was tested with the analyzer, where it exhibited high/undefined impedances. Another lead was tested in the same way, and exhibited impedances within normal limits. The original lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.